Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. On (B)(6) 2019, a product investigation was completed. Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered several rents around the device. One of them (rent a) measured approximately 3.2 cm running from the anterior aspect to the posterior aspect; rent b measuring approximately 3.8 cm within a crease on the anterior aspect and rent b of 1.5 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 197097 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv ( high temperature vulcanization) shell of siltex breast implants. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with a 225cc mentor memorygel breast implant, experienced left breast rupture post-operatively. As a result, the patient underwent removal on (B)(6) 2019.